Event description:
It was reported that a "black dot" was observed between the pull tab and the stopcock. The dot became dislodged and floated into the tubing between the spike bag to the transducer, which was unexpected.